Event description:
Info received indicates, the bed exit alarm is not working. A call is placed to the nurse station but it is not heard locally.

Manufacturer narrative:
The technician found the audible alarm switch was not making contact. The technician cleaned the contacts to repair the bed.